Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the error log and found no issues. Ccc reviewed the results calculation data and did not notice any issues or variation with the results monitors but did observe variation in the milli-absorbance units. The ccc ran quick check and verified no errors. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call including running service methods. The cse replaced sample probe 1 (s1), reagent probe 1 (r1) assembly, and a worn reagent preparation probe. The cse verified the water temperature control module fan was operational. The cse performed s1 and r1 probe auto-alignments. The cse ran s1 and r1 alignment which failed for r1. The cse ran r1 auto precision alignment, which failed. The cse ran mix testing and a quick check, which passed. The cse completed a manual r1 precision alignment, after which testing passed. The cse ran precision testing on the calcium method, which resulted as expected. The cse ran qc, resulting within range. The cause of the discordant, falsely low ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting higher. The corrected result was reported to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.